Event description:
It was reported that the intraocular lens was removed intraoperatively due to posterior capsular damage. The incision was enlarged, a vitrectomy was performed, another model lens was implanted successfully in the sulcus, and sutures were used to close the incision. The surgeon indicated that in his opinion, the likely cause of the event is "unknown, just a torn capsule". The pt's current status is described as "doing well". This report pertains to the pt's left eye. Additional info has been requested. Please reference MDR #: 1119279-2013-00244 for the delivery device used during the event.

Manufacturer narrative:
The initial reporter indicated that the product was discarded, therefore not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.